Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump primed and seated properly when the test reservoir was detected. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 218 mg/dl. The customer was not assisted with troubleshooting. The customer stated that the retainer ring loosened. The device will be return for analysis.